Event description:
It was reported that prior to starting a da vinci surgical procedure, it was found that the black coating from the maryland dissector instrument was peeling off. The planned surgical procedure was completed by using a back-up instrument and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the distal end of the main tube had various scratch marks with light material removal. There was a deep gouge on the distal end of the main tube which measured approximately 0.229 long and 0.101 wide. No other damage was found. The scratch marks found on the instrument during failure analysis investigation do not constitute a reportable event; however, the black coating that was peeling off, if to recur could likely cause or contribute to an adverse event.